Event description:
A customer observed negatively biased qc results for the vitros psa assay. No biased pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.